Event description:
It was deported that the customer passed away. The blood glucose at the time of death was 98 mg/dl. The reported event leading to the even was endoscopy of the stomach. The official reason for death was diabetes and diabetic ketoacidosis. The caller thinks that the customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.